Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they woke up in the middle of the night with low blood glucose readings. Customer's blood glucose reading at the time of the call was 50 mg/dl and was treated with food. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the reservoir was showing less insulin than what was shown on the status screen. Displacement test was performed and passed. No further information.